Event description:
It was reported that the air leakage was observed from near three way stop cock when customer was priming the pressure monitoring line.

Manufacturer narrative:
On 4/17/2009, customer report was not confirmed. No leakage was found from infusion or pressure lines during leak test. The stopcock deck appeared intact and functioned properly. No visible damage was observed from the unit.